Event description:
A surgeon reports a mark was seen on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal nad replacement of the lens. The surgeon indicates there was no serious injury. Additional has been requested.